Manufacturer narrative:
The lens was returned to bausch + lomb for evaluation. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that after lens implantation in the pt's right eye, the physician was unable to get the lens to sit properly. The lens sat anteriorly rather than posteriorly. One week post-op the doctor attempted to reposition the lens but he was not successful. The lens was removed and replaced with another lens, same model, same diopter. The pt is fully recovered.